Manufacturer narrative:
Based on the available information, this event seemed to be a serious injury. The event is considered misuse. Per the IFU, a moldable ostomy device should not be cut. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the end user experienced an 1/2 inch cut to the top of the stoma caused by the wafer mass. There was conflicting information about the size of the stoma - range estimated from 38-57mm. The stoma is prolapsed 3" and is very large and swollen with peristomal bulge. The end user "cuts" the wafer as far as he can at times to accommodate the stoma. He continued to use the product. No photo is available at this time.